Event description:
Healthcare professional reported "fluid." The device has been explanted and replaced.

Manufacturer narrative:
Corrected data: aware date was inadvertently submitted incorrectly, the correct date for the aware date is 05/07/2021.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid".

Event description:
Healthcare professional reported "fluid" on unspecified side. The device has been explanted and replaced.